Manufacturer narrative:
A battelle critical care decontamination system (ccds) worker reported an ethanol bottle came apart spilling ethanol on the floor of the ccds anteroom chamber. The bottle of ethanol had been hanging by the trigger on a shelf in the ccds anteroom chamber when the bottom half of the bottle fell off, spilling ethanol on the floor of the chamber. The ccds worker cleaned up the spill. The ccds unit was returned to service. There was no report of injury. This report is required under the terms of the battelle ccds eua.

Event description:
A battelle critical care decontamination system (ccds) worker reported an ethanol bottle came apart spilling ethanol on the floor of the ccds anteroom chamber. There was no report of injury.